Event description:
During cardiac surgery involving a cor-knot standard kit, it was reported that both cor-knot standard devices "would not cut the suture - crimped fine." The procedure was completed with another cor-knot standard kit. They reported no patient harm.

Manufacturer narrative:
The warning section of this product's technology guide (instructions for use) instructs customers to not use "damaged" cor-knot product. All representatives in the field involved with hospital staff training provide in service and intraoperative instructions concerning the immediate removal from use of any cor-knot device displaying suboptimal performance. Hospital staff are also instructed to return any device in question to our manufacturing facility. Corporate senior management, along with regulatory, quality and engineering leadership are committed to monitoring any observations of cor-knot product performance concerns, specifically including suboptimal suture cutting and potential knot security, as part of an ongoing in depth analysis of related issues. Device component and manufacturing processes have subsequently been improved. Product literature enhancements have also already been implemented.